Manufacturer narrative:
Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. No goods or device logs have been returned for investigation, the service report was however later received. According to this report, the device control pc board is suspected to be faulty. This corresponds with the remedy actions recommended by the device service manual. The root cause of the reported issue cannot be determined without an investigation of the replaced part and evaluation of the device logs.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating communication error and internal memory error. There was no patient involvement. Manufacturer's ref #: (B)(4).